Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have no errors on system logs. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a psc fixture test platform (pftp) where it passed all relevant testing within specification. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted surgical procedure, the jaws of instrument would not close when installed to universal surgical manipulator (usm1) on patient side cart (psc). It was further stated that usm1 felt janky. Customer was currently using usms 2,3 and 4 but had a four arm procedure to follow. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the procedure initially started with 4 usms however usm1 had to be disabled. The procedure was completed robotically with remaining 3 usms.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse proactively replaced the universal surgical manipulator (usm1) on patient side cart (psc) to resolve the reported problem of arm being sluggish. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.